Event description:
Consumer called to report testing her meter readings against fasting blood test at the lab. Plink meter is reading higher. Analysis run on consensus error grid (ceg) using lab reading (54) as reference point vs. Bd readings (99) yielded some data points in the c range of the grid, outside acceptable limits.